Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿oil¿) was found on the catheter tubing of a bd angiocath¿ IV catheter, before use, which then accumulated on the skin during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation results: our quality engineer was able to verify the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. The root cause was determined to be excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping. A corrective action project has been initiated to investigate the issue. Investigation comments: after analysis of the photo, it was possible to confirm the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. The conclusion of the investigations of this complaint does not require the presence of physical samples, the photos that are attached are sufficient for the determination of the defect, not altering the investigation carried out. DHR/ qn/ ncmr review: the final assembly batch: 6334554 produced in 12/01/2016 the 12/06/2016, 6361826 produced in 01/18/2017 the 01/26/2017 and 7025895 produced in 01/26/2017 the 01/31/2017 used in the claimed final product batch: 7054853 of angiocath 20g x 1.88in were tested for presence of "foreign / no-foreign matter" and were not evidenced records of this defect. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records of this defect for the lots involved in this complaint, according to the DHR of the lot above. The CAPA # 82171 that was opened to treat the clogged needle complaints of the angiocath it will also cover the complaints of excess silicone over the angiocath product catheter, since the validations of the tippers machines were included among the corrective actions, with the objective of reducing the amounts of excess silicone dispensed on the catheters during the catheter tipping process. Thus, it is believed that the amount of silicone that is visually observed as droplets on the catheter will be considerably reduced which may result in improvement in the visual aspect of the product to the customer.